Manufacturer narrative:
Returned product was examined visually under magnification. Fracture site is entirely brittle in appearance, indicating a single overloading event caused the failure. Remainder of plate is in good condition, minimal scratches from installation. Remainder of plate is in good condition, minimal scratches from installation. Cause of failure appears to be due to patient overloading the plate.

Event description:
A distal clavicle plate was implanted into the patient on (B)(6) 2018. At about 6 months post op, it was determined (via x-ray) that the plate had broken. It was explanted on (B)(6) 2018 and replaced with another plate.